Event description:
It was reported that while the device was still in the packaging, the device detections were "on." The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.